Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy rash with blisters on his back. The patient was prescribed voltaren/diclofenac gel while in the hospital. During a follow-up the patient reported that his rash had improved somewhat.